Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. The lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. The axera 2 access system instructions for use (IFU), was reviewed. Pseudoaneurysm and hematoma are known possible adverse effects of vascular access procedures and are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, it is unk whether or not the device was out of specification as it cannot be definitively determined. The root cause, based on available info, is unk as it cannot be definitively determined.

Event description:
This was a diagnostic left heart catheterization that was followed-up same day with an interventional procedure through the same access site. Following insertion of a 5.5fr sheath it was noted that the pt's blood pressure was elevated. The pt was anticoagulated, act was 302. The sheath was exchanged for a 6f sheath. Following sheath removal, no bleeding or hematoma were observed. Several hrs later, a hematoma was noted (size was not documented). The pt was kept overnight and on (B)(6) 2013, a pseudoaneurysm was detected via ultrasound (8.1cm x 1.8cm x 2.4cm) and treated with thrombin injection as confirmed via ultrasound the following day. The pt recovered without further sequelae and was discharged on (B)(6) 2013.